Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all the required testing.

Event description:
It was reported that the 840 ventilator had a blank screen. There was no patient connected to the device.